Manufacturer narrative:
B2: the date of the patient death is unknown. The device was returned for evaluation. Console purge assembly was inspected. It was observed that the purge disc retainer was broken off of the purge assembly. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock on an automated impella controller (aic) for mechanical circulatory support. Upon changing purge cassette tubing, aic alarmed ¿purge disc not detected¿. The device was replaced with another aic. The procedure was successful with no reported harm to the patient due to this malfunction. Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.